Manufacturer narrative:
Exact date unknown, event occurred approximately in (B)(6) 2022. Exact date unknown, device implanted approximately in (B)(6) 2022.

Event description:
It was reported that the patient had weak tissue and experienced warmth over the implantable pulse generator (ipg) pocket site. The weak spot in the skin eventually became a hole. The patient was prescribed antibiotics and underwent a procedure where the entire system was explanted because it seemed to be infected; however, cultures were not taken to confirm the presence of infection. The patient did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads upn: unknown, model: unknown, serial: unknown, batch: unknown. External visual inspection of the returned ipg revealed a small dent on the bottom of the can that engineers determined was damage that likely occurred during the explant procedure. Additionally, analysis of the data logs from the ipg revealed the highest temperature reached was within the acceptable range. Analysis of the one explanted lead that was returned revealed the lead was cut approximately 12.5 centimeters and 4 centimeters from both of the distal ends with the remaining portion having not been returned. This type of damage is the result of a typical explant procedure and is not considered a failure. No anomalies were observed aside from the aforementioned cuts. A labeling review performed did not reveal any anomalies. Additionally, the instructions for use (IFU) states the charger may become warm while charging and failure to use the charging belt or an adhesive patch may result in a burn. Further stating that infection, persistent pain at the ipg or lead site, and skin erosion at the ipg site occurring over time are all known risks of use with the spinal cord stimulation (scs) system.

Event description:
It was reported that the patient had weak tissue and experienced warmth over the implantable pulse generator (ipg) pocket site. The weak spot in the skin eventually became a hole in the skin. The patient was prescribed antibiotics and underwent a procedure where the entire system was explanted because it seemed to be infected; however, cultures were not taken to confirm the presence of infection. The patient did well postoperatively.